Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain name: (B)(6) street: (B)(6) country: USA. Based on the available information, this event is deemed to be a serious injury.. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced tape not sticking due to adhesive issue event on (B)(6) 2026.